Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted; occupation: infection prevention nurse. Based from the results of our investigation, the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence, we could not provide the detailed information of its actual condition. Retention samples were visually in good condition. Simulation of safety sheath manual activation was successfully done on retention samples wherein no bending of cannula was encountered similar to the complaint. Our cannula as supplied raw material complies with iso 9626, particularly on stiffness and breakage. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to needle bending during sheath activation. Moreover, we perform manual safety sheath activation and component fit on assembled products. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Lot history file showed no related nonconformity or irregularity that could lead to the complaint. (B)(4).

Event description:
The user facility reported that the tma administered the vaccine. After the vaccine she engaged the safety mechanism using hard surface. She heard a click. She went to discard the device into the sharp container and as she was doing that she was stuck by the needle, which was sticking out of the protective cap. Her thumb was punctured through the glove. She is in stable condition.